Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported the events of chronic pain and exhaustion syndrome, joint inflammation, pain in the breast (side unknown), swollen / conspicuous lymph nodes (breast - side unknown), asymmetry / wavy storage, severe muscle and joint pain thoracic spine, silicone detectable in the blood for 7 years, brain fog, depression, fatigue and rapid exhaustion and burnout. The status of the device and the side are unknown.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: chronic pain and exhaustion syndrome, joint inflammation, pain in the breast (side unknown), swollen / conspicuous lymph nodes (breast - side unknown), asymmetry / wavy "storage", severe muscle and joint pain thoracic spine, silicone detectable in the blood for 7 years, brain fog, depression, fatigue and rapid exhaustion, burnout.

Event description:
Patient reported the events of chronic pain and exhaustion syndrome, joint inflammation, pain in the breast (side unknown), swollen / conspicuous lymph nodes (breast - side unknown), asymmetry / wavy storage, severe muscle and joint pain thoracic spine, silicone detectable in the blood for 7 years, brain fog, depression, fatigue and rapid exhaustion and burnout. The status of the device and the side are unknown.